Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('dysmenorrhea (cramping)'), menorrhagia ('menorrhagia (heavy menstrual bleeding)'), vaginal haemorrhage ('abnormal bleeding (vaginal)') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included breast prosthesis implantation in (B)(6) 2012 and cesarean section in 2005. Concurrent conditions included appendicitis and endometrial biopsy. Concomitant products included mestranol;norethisterone (ortho novum) from 2007 to 2012 for contraception as well as ethinylestradiol;ferrous fumarate;norethisterone (generess fe) from 2005 to 2012, ibuprofen, minocycline and tretinoin. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2014, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage (seriousness criteria medically significant and intervention required). In (B)(6) 2016, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and fatigue ("fatigue"). In (B)(6) 2016, the patient experienced pruritus ("rash/skin condition/ rashes or skin conditions type: itchy palms/ itching legs and ankles"), mood swings ("hormonal changes/ hormonal changes describe: mood swings"), abdominal distension ("bloated belly") and hot flush ("hot flashes"). On an unknown date, the patient experienced migraine ("migraines / headaches"), insomnia ("trouble sleeping"), constipation ("constipation") and pain ("pain wen I move around too much"). The patient was treated with surgery (ablation and salpingectomy (bilateral), hysterectomy (partial)). Essure was removed on (B)(6) 2018. At the time of the report, the dysmenorrhoea, menorrhagia, vaginal haemorrhage, genital haemorrhage, fatigue, mood swings, hot flush, migraine, insomnia and constipation outcome was unknown, the pruritus had resolved, the abdominal distension was resolving and the pain had not resolved. The reporter considered abdominal distension, constipation, dysmenorrhoea, fatigue, genital haemorrhage, hot flush, insomnia, menorrhagia, migraine, mood swings, pain, pruritus and vaginal haemorrhage to be related to essure. The reporter commented: received treatment for dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), general abnormal bleeding., fatigue, hormonal changes. Discrepancy noted as essure insertion date: (B)(6) 2018. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2013: total bilateral occlusion. Imaging procedure on (B)(6) 2013: bilateral occlusion. Concerning the events injury was reported in this case were described in medical records: headaches/migraines, menorrhagia, dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. Case becomes an incident. Injury event was removed. New events added: dysmenorrhea, menorrhagia, general abnormal bleeding, rash/skin condition, fatigue, hormonal changes, bloated belly. Outcome of the event rash/skin condition was updated to recovered/resolved. Lab data, removal date was added. On (B)(6) 2019: pfs +mr+social media received. New events added(pfs): hot flashes, abnormal bleeding(vaginal), migraines / headaches. New events added(social media): trouble sleeping, constipation, pain when I move around too much. Previously added events hormonal changes was updated to mood swing, rash/condition was updated to ¿ itching palms, itching legs and ankles. Outcome of the event pain when I move around too much updated to not recovered / not resolved. Outcome of the event bloated belly was updated to recovering / resolving. Concomitant conditions, medical history and lab data ere added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.